Event description:
It was reported that the pt had no stimulation sensation. On (B)(6) 2010, the pt placed the external antenna on the implantable neurostimulator (ins) and felt some stimulation. Once the external antenna was released, felt no stimulation. There were no falls or trauma to the area. An x-ray was taken and indicated the lead had moved from t9 up to t8. The current impedance measurements were normal; they range from 1,000 ohms. The ins battery is at 3.030v. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).